Event description:
Routine phacoemulsification with insertion of posterior chamber intraocular lens, left eye. After sedating the patient with intravenous medications, topical anesthesia was obtained with proparacaine drops and lidocaine gel. The patient was taken to the operating room and sterilely draped in the usual ophthalmic manner. A paracentesis was made, and non-preserved 1% lidocaine with epinephrine was injected into the anterior chamber for anesthesia and pupil dilation. The anterior chamber was filled with viscoelastic and was entered with a keratome. A capsulorhexis was created with a cystotome and utrata forceps. The lens nucleus was hydrodissected and hydrodelineated with bss. The nucleus was phacoemulsified in the posterior chamber, residual cortical material was aspirated, and the posterior capsule vacuumed. The capsular bag was again filled with viscoelastic. A posterior chamber lens, amo zcboo 13.0 diopter, was inserted into the capsular bag. The residual viscoelastic was then removed from the eye. The anterior chamber was filled with bss. The incision was checked and found to be watertight. Antibiotic drops were instilled. The patient left the operating room in satisfactory condition. Next day post-op 2009, patient did not complain of pain. Vision was reported to be blurry -20/400-. Diffuse edema, striae noted, 4+ cell, 4+ pigment, iol in place, wound tight -pred forte, vigamox, and nevanac drops used at 6am. Vigamox drops given times 3, cosopt drops given times one, iopidine drops given times two. Patient instructed to use omnipred and vigamox drops, and appointment made to see next day.